Event description:
The customer reported that the probe on the ortho provue analyzer was bent and dripping fluid. The customer indicated that the reagents were contaminated. Testing was aborted, and no erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived on site and replaced the bent probe to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since the repair.